Event description:
It was reported that during a laparoscopic oophorectomy procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. After the device was received, it was found that there was a heavy unexpected resistance at firing.

Manufacturer narrative:
(B)(4). Additional information: what was the shape of the malformed clip?---no information. Scissored? Clip gap? Tear drop? Did the clip fall into the patient? If yes, how was the clip retrieved? Which firing of the device did this event occur on? ---no information what vessel or structure was the device fired on at the time of the event? ---around the ovaria. Was the clip fully advanced into the jaws prior to firing? ---no information was there any torquing or twisting of the device present at the time of firing? ---no. Information. Was any unexpected resistance felt while firing the trigger? ---yes. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.